Event description:
Patient called lfs in 2003 alleging their meter was experiencing a date/time issue due to power loss. The patient reported that they were taken to the hospital and received intravenous treatment, however there is no clinical information regarding the event. The issue was not resolved with troubleshooting. No further information has been reported. This case is being reported as a malfunction because there is no information provided, which shows that the meter caused or contributed to a serious injury. A letter is being sent to attempt to obtain more clinical information.